Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report falsely depressed carbon dioxide (co2) patient results were obtained on a dimension vista 1500 instrument. The ccc was allowed remote access to the dimension vista 1500 instrument. A customer service engineer (cse) was at the customer's site addressing a different request. The cse inspected the dimension vista 1500 instrument and replaced the sample 2 (s2) mixer. The co2 calibration and quality control (qc) was performed successfully after the s2 mixer was replaced. The system was fully functional upon departure. Siemens further investigated the issue and determined that the sample 2 (s2) mixer malfunction potentially contributed to the falsely low carbon dioxide results. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on 18 patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista 1500 and a dimension exl instrument. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). The customer is unable to identify which repeat result is associated with which alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 results.